Event description:
During a disc decompression procedure the device temperature would not exceed 28c. The probe was in the patient at this time and still would not go beyond 28c. Another probe was tried unsuccessfully. The customer did not have another extension cable to see if that was causing the problem. They pressed exit to close the help screen and then pressed ok button to clear the warning. The case had to be aborted with the patient on the table. No other information is available at this time.